Event description:
The info provided to sjm indicated the pt underwent valve replacement surgery on (B)(6) 2012 due to mitral stenosis. Intraoperatively, the physician removed the pt's stenotic native mitral valve and attempted to implant a 25 mm sjm mechanical valve in the mitral position. It was noted that the size of the 25 mm sjm valve seemed to be smaller than the size of the pt's annulus, and therefore, the pt's annulus tore. The 25 mm sjm valve was removed and replaced with another MFR's valve and the surgeon attempted to reconstruct the annulus with patches but failed to stop the hemorrhage. The pt was unable to be taken off the heart-lung machine and expired the following day due to a left ventricular rupture. The physician does not allege the event was caused by the device.